Manufacturer narrative:
Patient identifier: (B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-01966. (B)(4) clinical trial. It was reported that following a coronary artery stenting treatment procedure the patient developed in-stent restenosis. The index procedure treated four target lesions. Target lesion one was a 2.5x23mm, 95% stenosis of the 2nd om (obtuse marginal). Target lesion one was treated with predilation, placement of a 2.25x24mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. Target lesion two was a 2.5x7mm, 75% stenosis of the 2nd om. Target lesion two was treated with predilation, placement of a 2.5x8mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. Target lesion three was a 2.5x26mm, 95% stenosis of the 1st diagonal. Target lesion three was treated with predilation, placement of a 2.25x28mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. Target lesion four was a 2.5x11mm, 75% stenosis of the 1st diagonal. Target lesion four was treated with predilation, placement of a 2.5x12mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. The patient was scheduled to return for a staged procedure of the rca (right coronary artery) and was discharged one day post procedure on aspirin and prasugrel. The following month, the patient returned for treatment of a fifth target lesion measuring 3.5x12mm with 80% stenosis of the distal rca. Target lesion five was treated with predilation, placement of a 4.0x12mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. The patient was again discharged on aspirin and prasugrel. In (B)(6) 2011, the patient was admitted due to cardiac chest pain. Catheterization revealed an 85% in-stent restenosis of the ostial 1st diagonal stent with the stent in the mid 1st diagonal patent. Treatment consisted of angioplasty and placement of a 2.5x8mm promus stent resulting in 0% residual stenosis. The patient was discharged one day later on aspirin and prasugrel.